Event description:
It was reported that an alert received via merlin.net revealed ventricular oversensing. Investigation of the transmission revealed that there was also a significant drop in r waves sensing. Patient was brought into the clinic for evaluation where an x-ray revealed that the rv lead had become dislodged. It was noted that the drop in r waves occurred at the same time the patient had a traumatic fall that resulted in a broken clavicle. The lead was explanted and replaced. Patient was fine.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.